Manufacturer narrative:
The original awareness date of the complained event was reported as may 4, 2016 in error. The actual date of awareness was may 3, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). This report is for one unknown opal implant. Part and lot numbers were not provided by reporter. UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device is still implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to patient¿s severe neck pain. The patient was originally implanted on (B)(6) 2016 during a transformational lumbar interbody fusion (tlif) surgery using an oblique posterior atraumatic lumbar spacer (opal) implant at l5-s1 disc space. The patient was also implanted with two (2) matrix 5.5mm titanium curved rods, four (4) matrix locking caps and four (4) matrix screws at l5-s1 disc space. Post-operatively the patient was experiencing severe nerve pain. On (B)(6) 2016, surgeon performed revision surgery. During revision surgery the surgeon removed the matrix locking caps and rods. Surgeon then pushed the opal implant further anteriorly as he thought the posterior positioning/migration of the implant might be what was irritating the patient¿s nerve root. Surgeon then performed a visual check of the screws, with stimulation and found them all rating above normally accepted standards. Surgeon had computerized tomography (CT) scans performed between procedures which showed that the screws were in a good position. Surgeon backed out a few of the screws by one or two turns. Surgeon revised the patient with two (2) new matrix rods and four (4) new locking caps. Surgery was completed successfully. The patient was reportedly stable postoperatively and is doing much better. This report is for one unknown oblique posterior atraumatic lumbar spacer (opal). This is report 1 of 1 for (B)(4).